Event description:
Customer reported wife received a false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) , lot 26499b, reader sn (B)(4)). Individual tested negative on (B)(6) 2023 with a sars-cov-2 pcr test. Individual had no symptoms but did not state whether there were any known exposures. Cartridges are stored within the validated temperature range.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were four previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.